Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user was having issues connecting the cartridge to the tubing. The agent walked through troubleshooting steps, but they repeatedly resulted in unable to proceed alerts. Eventually a replacement was provided to the user. There was no report of any end-user harm or adverse event associated with this report.